Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not alarm for an occlusion when clamping off the line. This was observed during delivery of precedex on the intermediate care (imc) unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to g3: date received by MFR: update to 02/25/2025. Additional information: h6, h11. H11: a review of the event history log identified an infusion of precedex (dexmedetomidine). However, the reported issue could not be confirmed; the infusion parameters were not provided by the customer. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.